Manufacturer narrative:
The explanted device was not returned to bsn.

Event description:
A report was received that the patients stimulation was not in the right area. The physician had images taken and showed that the lead had migrated. The patient underwent a revision procedure wherein the lead was replaced. No device malfunction was suspected. The patient was doing well postoperatively.